Manufacturer narrative:
The pump was returned to animas for evaluation. During investigation, it was found that all the keypad button presses did not activate desired pump functions. It was also found that the ok button is scrolling when pressed and is inverted. There was evidence of keypad adhesive found under all key contacts.

Event description:
Per the distributor, it was reported that the buttons are not reacting.